Manufacturer narrative:
H3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. H3: product ID 977a260 serial# (B)(6) was returned for product analysis. Analysis found the stim lead conductor was broken in the body of the lead; consistent with overstress damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260, (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023 ; explant date: (B)(6) 2024, brand name: vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-dec-17: information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported the patient experienced a loss of stimulation following involvement in a car accident. The device was interrogated, and multiple attempts were made to restore the previous pain relief, but these efforts were unsuccessful. No visible damage was observed on the device or leads, but lead migration or dislodgement was noted. The physician decided to replace the leads and the ins after the patient recovered from a car accident. Patient had loss of stimulation after they were involved in a car accident. The issue is resolved, patient has fully recovered. 2025-jan-02: additional information was received from a manufacturer representative (rep). The rep reported that the lead didn¿t migrate per x-ray and the lead also wasn¿t damaged when interrogating the lead. No impedance or broken electrodes, the lead just wasn¿t giving relief after the car accident.